Event description:
It was reported that (2) dh105 and (1) hp052 were used during a tonsillectomy procedure. It was reported by the rep that a solid tone was heard during a tonsil case. Troubleshooting was done. Two different lot numbers of the dh105 were used with the harmonic scalpel handpiece. The handpiece appears to be defective after troubleshooting. The blades that were used with it were also returned. The case was completed with the old handpiece and another dh105. There was no consequence to pt.